Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00092.

Event description:
It was reported that the tips of two drivers were found twisted during a routine inspection. There were no reports of patient or surgical impacts associated with these drivers. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two drivers were found twisted during a routine inspection. There were no reports of patient or surgical impacts associated with these drivers. This is report one of two for this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation and the failure was discovered outside of surgery. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tips of two drivers were found twisted during a routine inspection. There were no reports of patient or surgical impacts associated with these drivers. This is report one of two for this event.